Event description:
It was reported that before use of the 20ml luer lok syringe when opening the package it does not tear evenly and is leaving some packaging behind. It only tears down the middle of the package. When emptying the syringe onto the sterile field the packaging snags open making it so that the syringe can not be used. The following information was provided by the initial reporter: ¿the said that the packaging is not opening as it should, ¿bd 20ml syringe¿ seal that it didn¿t tear evenly and is leaving some packaging behind. They are experiencing this issue and also where the packaging only tears down the middle. When the dump the syringe onto the sterile field and the packaging snags open like this, they say they cannot use the syringe and have to open another package.¿

Manufacturer narrative:
Investigation: no physical sample is received from the client only a photograph, where it is observed that the paper opening was not 100% on the seal of the packaging, this caused that the paper remains on the seal. Furthermore, the lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. The defect was not confirmed and the root cause could not be determined.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the 20ml luer lok syringe when opening the package it does not tear evenly and is leaving some packaging behind. It only tears down the middle of the package. When emptying the syringe onto the sterile field the packaging snags open making it so that the syringe can not be used. The following information was provided by the initial reporter: ¿the(y) said that the packaging is not opening as it should, ¿bd 20ml syringe¿ seal that it didn¿t tear evenly and is leaving some packaging behind. They are experiencing this issue and also where the packaging only tears down the middle. When the(y) dump the syringe onto the sterile field and the packaging snags open like this, they say they cannot use the syringe and have to open another package.¿